Manufacturer narrative:
Continuation of d10: product ID: 8709sc, serial#: (B)(6), implanted: (B)(6) 2011, explanted: (B)(6) 2024, product type: catheter section d information references the main component of the system. Other relevant device(s) are: ubd: 29-jan-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver gablofen (baclofen) 200mcg/ml at 350mcg/day. It was reported that the patient experienced a return of multiple sclerosis (ms) symptoms and more spasticity post-pump replacement. In regards to any environmental, external, or patient factors that may have led or contributed to the issue, the replacement was noted. A dye study to evaluate catheter flow was completed and showed that the pump was pooling at the connector site, so plans were made for a revision. On (B)(6) 2024, the pigtails was removed and a new 8578 pigtail was added and aspirated without issue. At the time of this report, the issue was resolved and the patient status was "alive-no injury". The patient's weight was 169 pounds. The patient's medical history was asked but was unknown. Additional information received on 2024-05-31 indicated that the cause of the dye pooling at the connector site was determined to be a loose connection at the sutureless connector site.

Manufacturer narrative:
H6: device code a1206, not applicable for the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. Reported, the cause for the loose connection had not been determined.